Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: "rinato", runthrough. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system (eecss), instructions for use states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. When using a rapid exchange (rx) system, do not bend or kink the hypotube during removal. Remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Then, section 13.3.3 includes the preparation section with steps related to preparing the device by removing air from the system. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric proximal left circumflex artery with moderate tortuosity, moderate calcification and 90% stenosis. After the lesion was pre-dilated with non-abbott balloon catheters, a 3.5 x 18 mm xience alpine was crossed when resistance was felt. In addition, the balloon failed to inflate and leakage of contrast from the balloon was noted under fluoroscopy. The lesion was further dilated and a non-abbott stent was successfully deployed. The alpine catheter was prepped inside the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.